Manufacturer narrative:
A review of the related device history records for the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 19 other complaints associated with the lot for the reported issue. The sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown. An investigation has been opened in order to improve performance of the valves. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocar leaking during a procedure. No patient harm reported. Additional information has been requested.